Manufacturer narrative:
The patient felt pain after completing an insulin injection using clickfine. The needle was replaced, and on the next injection, there was no pain felt. The skin was sterilized before both the injections. No investigation or testing can be completed because no lot number information was received and the product was not returned to the manufacturer.

Event description:
The patient felt pain after completing an insulin injection using clickfine. The needle was replaced, and on the next injection, there was no pain felt. The skin was sterilized before both the injections.